Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the ok keypad button was unresponsive and the part of the rubber keypad cover over the ok button was worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn at the ok button and the symbols were worn off. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The ok keypad button was completely unresponsive. The keypad cover was removed and contamination was found under all button contacts. The ok button contact was also missing. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.